Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that post-paced t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. Multiple pacemaker mediated tachycardia episodes were also observed and they were appropriately addressed and resolved by the device. The patient was asymptomatic. Programming changes and further testing were recommended. The patient was stable.